Manufacturer narrative:
The field service tech replaced the power board, transformer, and vacuum pump. The unit passed all safety tests and it was returned to service.

Event description:
The field service tech turned on the rover then turned on vac pump. It ran for about 20 seconds, there was a loud 'pop' and a flame shot out of vac pump motor. The unit shut down and would not power up. There were no adverse consequences reported.